Event description:
Carefusion received user facility medwatch# (B)(4) on (B)(4) 2012. The event description states: "physicians were called to patient's bedside to assist in an elective intubation due to significant congestion of the left lung resulting in hypoxia with pa02 of 47 mmhg. Appropriate personnel were noted at bedside with md. Prior to intubation the carefusion manual resuscitation bag was plugged into the oxygen flowmeter with no flow detected at the oxygen reservoir. Additionally, a decrease in flow on the back pressure regulated flowmeter was observed indicating a possible occlusion. The oxygen tubing was checked for possible kinks and occlusion but none were found at bedside. The carefusion manual resuscitation bag was plugged into a second flowmeter and again there was no flow observed through the oxygen reservoir and again a decrease in flow was noted on the flowmeter. At this time a second new carefusion manual resuscitation bag was obtained from stock and proper function was noted prior to intubation. No harm occurred to patient and procedure was completed. On examination, the tubing is blocked at the flowmeter connection. It appears that during manufacturing the tubing was not fully punched out. The plugged end of the tubing is solid, not just a scrap piece that was not removed. Upon inspection of other devices form the same lot number, no others were found with this defect. Device usage problem: device failed." No other information was available.

Manufacturer narrative:
Customer indicated the device is not available for return evaluation, their legal department does not want to release to carefusion. Results of investigation: the customer did not provide the return sample for physical evaluation by carefusion. Without evaluation of the actual sample involved, it is not possible to determine a definitive root cause. A picture was provided indicating the area of occlusion. Visual evaluation was performed on the picture provided by the customer and an area of occlusion was observed in green connector, component# (B)(4). The device history record for (B)(4), lot# 0000355659 was reviewed. It was identified that the batch number of component (B)(4) used in this lot was 2099482. Review of the manufacture of batch (B)(4) identified that the assembly area notified the mold operator of a problem with occlusion. The core pins on the mold had a gap between them that was causing flash during the molding process. This flash creates an occlusion in the molded connector. The mold core pins were repaired to correct the internal flash that was observed in component (B)(4). The conclusion reached is that the likely cause of the occlusion reported by the customer was flash from a gap in the core pins of the mold. 100% inspection is performed on the function of the resuscitation bag and main components of part# (B)(4), however the oxygen tubing and component accessory (B)(4) are added to the finished good subsequent to the inspection. A random sampling is performed on the oxygen tubing and component (B)(4) to test for solvent affectivity and ensure proper assembly. No occlusions were found during the random sampling that occurred with (B)(4), lot# 0000355659.

Manufacturer narrative:
(B)(4). When this investigation is completed, a follow up report will be sent to the FDA.

Manufacturer narrative:
Report number: 1423507-02/04/09/2013/2013-003-r.carefusion has decided to initiate a voluntary recall/removal of the adult airlife resuscitation bags that was initiated on april 22, 2013 as a remedial action to mitigate patient risk.